Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a few days post implant, an increase in capture thresholds was noted. The physician decided to reprogram the output value and monitor the patient. On (B)(6) 2011, the capture threshold was still high and the sensing decreased. Under fluoroscopy, the lead had dislodged into the pericardium and no bleeding was observed. The lead was explanted and replaced.